Event description:
It was reported that during preparation for an angioplasty treatment procedure, a catheter shaft break was noted. The target lesion was located in a vessel below the knee. A 3.50mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected for treatment. Upon unpacking, it was noted that the device was broken into two. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual examination of the returned unit revealed a shaft detachment at 24.9cm from the catheter tip. Shaft stretching was also present. The protective ring/hoop was not returned with the balloon. The balloon protector was returned over the balloon. It was not possible to apply a vacuum to the balloon as the shaft was broken however during returned device analysis the balloon protector was removed from the balloon with no resistance. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states 'using sterile technique, remove the peripheral cutting balloon device from its package and place onto the sterile field. Do not remove the catheter from its protective ring at this time. As supplied, the balloon lumen of the device contains air. This air must be displaced to make certain that only liquid fills the balloon while the catheter is in the bloodstream. To displace air: connect a three-way stopcock to the balloon lumen. Turn the stopcock lever off to the balloon; fill a 20 ml (20 cc) syringe with approximately 4 ml (4 cc) of a mixture of contrast medium and normal saline; attach syringe to the three-way stopcock on the balloon lumen. Purge the stopcock by flushing the mixture of contrast medium and saline through the middle port; open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel; to make certain that all air is removed from the balloon, repeat step d; close the stopcock to the balloon; remove the peripheral cutting balloon device from its protective ring.' The complaint states that the user did not attach the device to an inflation unit/syringe before removing the catheter from the plastic packaging ring or apply negative pressure/vacuum to the balloon prior to removing the catheter from the plastic packaging ring. (B)(4).

Event description:
It was reported that during preparation for an angioplasty treatment procedure, a catheter shaft break was noted. The target lesion was located in a vessel below the knee. A 3.50mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected for treatment. Upon unpacking, it was noted that the device was broken into two. The procedure was completed with a different device. No patient complications were reported and the patient's condition is stable.